Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient sustained a burn to the left inner forearm, reported as a 2nd degree burn approximately 6 cm in size. Blistering and a heating sensation were reported during a breast MRI. Medical treatment provided to the wound was biafine. The digital photo provided shows the left forearm with the reported would, circular in shape with a white center. The burn appears to be through the dermis layer of the patient's skin.

Manufacturer narrative:
The photograph received appears to note a third degree burn. The image shows the left forearm with the reported wound, circular in shape with a white center. The burn appears to be through the dermis layer of the patient's skin. The reported injury of a third degree burn, 6 cm in size, meets the criteria for a serious injury. Based on the investigation preformed and analysis done, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction which would have contributed to the incident. During the examination, the patient came into contact with the cable, which could have led to the induction of radiofrequency (rf) currents on the patient body causing burns. It was reported that the cable became hot to the touch. The incident happened because the operator failed to leave sufficient space between cable and patient body as instructed in instruction for use (IFU). In case a distance of 2cm is maintained with padding an injury to the patient is unlikely even if the cable became hot to the touch. It was found that the operator missed to place the system cable cover (dedicated sleeve) during the patient examination. This was the only exam where the sleeve was not installed on the coil cable. It was installed after the event, and no issues have been reported since. The product is conforming to its intended use and applicable regulations; the issue is attributed to use error due to lack of strict adherence to instructions and warnings given in IFU, refer attached ¿300009184272_IFU_7700_int_pnl_ce_en-us.pdf¿. The padding (system cable cover) was not used to avoid direct contact between the left forearm and the coil cable.